Event description:
Reportedly, the clips were not loading properly and and the when the handle was squeezed, the device caused trauma to the application site due to the lack of clip present. Procedure type: vascular